Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that they have been experiencing low blood glucose levels. The blood glucose levels are in the 50 mg/dl to 60 mg/dl. The customer is working closely with their health care professional and they are helping her adjust her basal rates. The customer declined to speak to helpline. Nothing further reported.